Event description:
Per the clinic, the patient experienced a performance decrement subsequent to a migration of the electrode array. Subsequently, the device was explanted on (B)(6) 2024.

Manufacturer narrative:
Device analysis report attached.